Event description:
It was reported that during a procedure the ligasure device "wouldn't seal." Further information stated that they "had to cauterize and stick tie all the bleeders." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed the device had a broken blade trigger. The device was function tested and found to pass button testing. A continuity test was also performed on the device and no open circuits or short circuits were identified on the electrical paths. The device also passed sealing/coagulation testing. Since the device passed all testing a conclusive root cause could not be determined. Potential causes for the reported issue can be attributed but not limited to inserting the ligasmart connector upside down, not inserting the ligasamrt connector firmly/completely or unknown end user technique. Sss instructions for use states: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters." "Close the white movable handle until it clicks and latches in place." "With the barcode on the ligasmart connector facing up, firmly insert it into one of the hand activated sealer divider receptacles under the right ligasure touch screen on the energy platform front panel." "Do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site." "The user must select the appropriate bar setting to achieve the desired tissue effect." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.